Event description:
It was reported that during an implant procedure when this right ventricle (rv) lead was connected to the device the pacing impedance measurement was less than 200 ohms then would go to 900 ohms. Technical services inquired if cautery was being used. The sales representative turned off and unplugged the plasma blade and measurements were stable. Electromagnetic interference (emi) was the source of the erratic impedance measurements. At this time, the cardiac resynchronization therapy defibrillator (crt-d) and rv lead remains in service. No adverse patient effects were reported.